Event description:
It was reported that the trial insert broke while being impacted. There was a 5 minute delay of surgery to retrieve a new product.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hollowed solid back cs trial insert size 5. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device discarded.